Manufacturer narrative:
Device lot #: an invalid lot # of 0042292 was provided. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was performed for provided lot number 0042292. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 16 physical samples were received for evaluation by our quality team. Through examination of the returned samples, all the devices were contaminated with blood. It was evaluated that blood was between the rubber stopper ribs, however blood was not observed past the stopper. This type of defect could result if the plunger rod was pulled back, as the syringe is designed to push the plunger rod down to expel saline solution. Based on the investigation results, an exact manufacturing defect for this incident could not be identified. Investigation conclusion: this type of defect could result if the plunger rod was pulled back, as the syringe is designed to push the plunger rod down to expel saline solution. Based on the investigation results, an exact manufacturing defect for this incident could not be identified.

Event description:
It was reported that 6 10 ml bd posiflush¿ normal saline syringes experienced leakage past the stopper during use. The following information was provided by the initial reporter: event description: I have two additional product issues reported on the prefilled saline syringes: date of event: 8/4. Manufacture number: 306547, lot number identified: 0042292. Issue identified: blood leaked out the back of the plunger while flushing av fistula, product was discarded.